Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed a damaged pulley cover and broken wire on tip of fenestrated bipolar forceps instrument. The user continued the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed or replicated the customer reported complaint. The instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was found to have a broken bipolar yaw pulley. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.019¿ x 0.044¿. As a result the grip cable crimp became dislodged from the yaw pulley. This failure is most commonly caused by mishandling or misuse, such as excess force applied to the distal end of the instrument.